Event description:
It was reported the patient was experiencing uncomfortable stimulation in their genital region on two of the four programs. It was stated that this had been the same since implant and the patient would like the two programs ¿fixed.¿ the other two programs were helping to improve the patient¿s symptoms. The patient would turn stimulation up in small increments for about a week and then everything would be ¿okay¿ for a couple months. The process would repeat as needed. It was indicated the patient was going to see a gynecologist due to a ¿prolapsed something¿ and was concerned that the adjusting had something to do with it. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v436859, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).